Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the atrial septal defect requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to <1. After removal of the clip delivery systems (cds), the pressure in the right atrium was higher than in the left atrium with massive tricuspid regurgitation and right to left shunt was noted. The iatrogenic atrial septal defect was closed with intervention. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this complaint. Based on the information reviewed, a conclusive cause for perforation could not be determined in this complaint. The reported patient effect of perforation(atrial septal defect) as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported tricuspid valve insufficiency/ regurgitation was an outcome of procedural circumstance. The reported unexpected medical intervention was a result of case specific circumstance as iatrogenic atrial septal defect was closed with intervention. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of product issue with respect to manufacture, design or labeling.